Event description:
Ous MDR - after an implantation period of about 30 months and about 1 month after the ICD had been changed, oversensing was reported via home-monitoring. No adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the lead demonstrated multiple signs of wear, in particular at about 38.5 cm distal to the is-1 connector pin the insulation was found damaged. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.